Event description:
It was reported that an lv 10 infusor that leaked. This occurred during filling of the device with normal saline. The reporter stated that there was an ¿empty area found between the needle and filling port.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the unit revealed the cause of leak inside of the case/housing was due to a ruptured reservoir. The cause of the ruptured reservoir is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture dates: march 1, 2013 - march 4, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.